Manufacturer narrative:
One smt lighttrail 270um laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that it was broken into two pieces. The first piece included the sma connector and fiber body measuring 225 cm. The second piece included the fiber distal tip and fiber body measuring 84 cm. The investigator found that the exposed glass tip measured 1.0mm and appeared used. The condition of the tip face is consistent with a fracture, indicating that the tip or portion of the tip broke off. Functional analysis revealed that the laser fiber was recognized by the laser console and indicated the fiber had been used one time. The aiming beam was seen exiting from the fiber break, and was bright but scattered. Therefore, the condition of the returned device confirms the reported event that the fiber broke. The noted damage indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a lighttrail 270&#62304;laser fiber was used during a flexible ureteroscopy and laser lithotripsy procedure in the kidney on (B)(6) 2015. According to the complainant, after the stone had been lasered during the procedure, the fiber was noted to be broken halfway into two pieces when it was removed from the scope. The broken fragment remained inside the scope and did not fall into the patient. The procedure was completed with another lighttrail 270um&#62304;laser fiber. The patient condition at the completion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a lighttrail 270 m laser fiber was used during a flexible ureteroscopy and laser lithotripsy procedure in the kidney on (B)(6), 2015. According to the complainant, after the stone had been lasered during the procedure, the fiber was noted to be broken halfway into two pieces when it was removed from the scope. The broken fragment remained inside the scope and did not fall into the patient. The procedure was completed with another lighttrail 270 m laser fiber. The patient condition at the completion of the procedure was reported to be stable.